Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jul2020.

Event description:
It was reported that prior to use, the ventilator's touch panel near the portion where the alarm mute and reset on the screen did not work. The touch screen was calibrated but invalid touching was detected and displayed frequently, so calibration was not performed properly. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The service technician found the manipulation position on the touch screen was misaligned. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 01oct2020 b4: (B)(6) 2020 a touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.